Event description:
On (B)(6) 2011, patient reported the down button on the infusion device works intermittently. This was noticed 1 week prior to report when she tried to initiate the quick bolus feature by using the down button. Patient boluses 6 times a day, and the button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.